Manufacturer narrative:
Date of postoperative screw breakage is unknown. This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the unknown synthes less invasive stabilization system (liss) plate, that was implanted on (B)(6) 2014, was broken postoperatively on an unknown date. It was unknown how the breakage was discovered. It was unknown if there was patient harm. It was unknown if the patient underwent revision. After technical evaluation by rms further damaged and broken screws were detected. This report is for one (1) unknown locking screw. This is report 2 of 5 for complaint (B)(4).